Event description:
It was reported by service report that the fowler would not lower because the gas cylinder was leaking. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler.